Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 14, 2023. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H6 (identification of evaluation codes 10, 3331, 11, 3259, 4307). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 11 - testing of device from same lot/batch retained by manufacturer. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 4307 - cause traced to component failure. The affected sample was inspected upon receipt and confirmed the damaged gas out port. No other damage was noted. A representative retention sample was inspected for damage with no damage noted on the device. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the gas outlet was damaged. As per the subsidiary, the gas outlet was damaged, it looks like squished and crushed. Product was not used on patient. *no patient involvement. *product was changed out. *procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.